Manufacturer narrative:
This complaint has been evaluated. Photos were provided. Based on the photograph and the provided information, it is not possible to confirm the issue. Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production or sterilization process of the mentioned lot. No other complaints of this nature has been received on the lot. This issue will be monitored through the post market product monitoring review process. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Event description:
Consumer reports he noticed that the notch on the funnel end is not lined p with the coude tip and thinks it may be a lot issue as all he has had is this lot and so far every one he has used is like this. Consumer is newer to cathing regularly, has only been cathing 2 x a day for the past 2 months. He reports he has used up about 3 - 4 boxes, thinks he could be on his 4th of 5th box (he is unsure) so far all of same lot, all have had this issue. He said they are all misaligned by about 30- 45 degrees. "If the catheter coude tip is at 12 o'clock the notch is at 10 or 9 o clock." No harm or pain was reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site: 3005778470.